Event description:
A damaged cartridge was reported by the caller, which resulted in the customer's blood glucose level exceeding 500 mg/dl, indicated as "high." The customer administered a corrective injection using multiple daily injections and did not require third-party assistance. The caller was unable to change the cartridge and continue with insulin therapy, so the customer used mdi as an interim solution. The cartridge was replaced via RMA by technical support and was confirmed to be out for delivery.